Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported for surgery due to a dislodged atrial lead. It was noted that the lead had lost functionality and was no longer sensing in the atrium. The dislodgement may have been due to a recent unrelated open heart surgery for bypass. The atrial lead was capped and replaced (B)(6) 2018. No complications were noted. The patient was stable pre and post surgery.